Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation observed that one grip tip was bent inwards at the distal end. As a result tips can not close completely. Evidence not conclusive, but bent damage may be due to likely mishandling/misuse. An additional observation not reported by site was that the instrument's grip tips exhibited carbide insert damage. The carbide insert was broken on the bent tip and missing a piece measured at .078 long. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; the damage to the instrument's carbide insert found during failure analysis investigation could cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during reprocessing of the large needle driver instrument, it was noted that the tips of the instrument did not meet. There was no report of fragments falling into a patient. There was no allegation of any harm, injury, or adverse outcome to a patient.